Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 16-23 units of insulin to observe drips exiting the infusion set tubing during the load fill tubing process. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.